Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank screen and the customer's blood glucose reading was 600 mg/dl, with large ketones. The mother called the customer healthcare professional for advise on how to treat the customer. The mother treated with a manual injection prior to calling. Troubleshooting was performed, but the screen remained blank. Advised the mother that the insulin pump would be replaced. Nothing further was reported.